Manufacturer narrative:
The investigation of the returned coil system revealed the implant was attached to the pusher and there were no signs of activation with a detachment controller on the pusher's heater coil. The reported complaint is not confirmed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure for a ruptured acom aneurysm, the embolization coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention.